Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial:(B)(6)); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the medtronic rep called regarding the patient's recharger (rtm) stating that approximately 6 months ago, it would not charge the patient's implant (ins). Because of this, the patient stopped charging and using their stimulation. Rep states he was notified monday of last week. Today the patient told caller that their controller would no longer take a charge and would only work with aa batteries. The controller did not turn on with the controller battery. The patient had tried resetting the controller and leaving the controller on the ac power overnight but that did not resolve the issue. Troubleshooting was unable to be performed as the caller did not have the equipment with them only the controller serial number. The caller was redirected to call back or have pt call back with equipment information. Rep called back regarding the controller will not turn on unless they place aa batteries inside of it. Rep states the patient had come to the doctor's office and the rep had asked them to charge everything, as they have not used their stimulation in awhile, but when they went to charge, the controller with the li battery would not turn on. Agent sent email to repair to replace the battery pack and recharger (rtm). Rep states he is not sure exactly when this began, possibly very recently, as they were just asked to charge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's rep. They reported that the patient's implant would not react to charging. Patient received a "no device found" message. Patient was in pain because they needed surgery and needed to have an MRI. Patient wanted to meet with a manufacturer representative (rep) to help with charging the implant. Patient services reviewed the process of contacting the rep through the healthcare provider's (hcp) office. Patient services reviewed that the patient could try to go through passive recharge mode and advised the patient to call back for help, if needed.

Event description:
Additional information was received from the patient. It was reported that the cause of implant not reacting to charging and receiving a "no device found" message is the completely dead battery of ins.

Manufacturer narrative:
H6 : code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745ac serial# unknown: product type accessory product ID 97745bp serial# (B)(6): product type accessory product ID 97755-s serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) called to report the patient's a/c wall charger was not displaying a green light when plugged in, and the patient is having difficulty with their equipment. Rep states the patient has previously had their recharger and their li battery replaced. No visible damage was noted at the time of call. Rep states the patient had a fall about a month ago. The patient states this issue began about 11 months to a year ago. Technical services sent email to repair to replace the a/c wall charger.